Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1052068. D.4. Medical device expiration date: 7/14/2021. H.4. Device manufacture date: 3/8/2021. H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative results when using kit bd veritor for rapid detection of sars-cov-2 veritor (mn# (B)(4)), batch number 1052068. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Returned product testing could not be completed a samples are expired. There are no current trends against false negative results. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars cov-2 7 false negative results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4) the following information was provided by the initial reporter: " client is alleging a negative antigen results on the bd veritor rapid test but a positive result on the rt-pcr."

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 7 false negative results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "client is alleging a negative antigen results on the bd veritor rapid test but a positive result on the rt-pcr."